Event description:
The technician opened the package and said the clear connector was cracked.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.